Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the cursor was off by 3 inches form where the caller put the stylus. The caller tried calibrating the stylus by covering tip of stylus and using opposing finger as stylus to see if they could get the cursor to the programmer icon. Technical support (ts) recommended the programmer be returned for repair if calibration is not successful. The status of the programmer is unknown. There was no patient involvement. It was further reported that the programmer was returned for service.

Manufacturer narrative:
Product event summary: analysis confirmed that the stylus was not able to calibrate with the overlay/bezel and therefore the overlay/bezel assembly was replaced and calibrated. An error was also found in the logs and therefore it was reconfigured and the software reloaded. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cursor was off by 3 inches form where the caller put the stylus. The caller tried calibrating the stylus by covering tip of stylus and using opposing finger as stylus to see if they could get the cursor to the programmer icon. Technical support (ts) recommended the programmer be returned for repair if calibration is not successful. The status of the programmer is unknown. There was no patient involvement. It was further reported that the programmer was returned for service.